Event description:
It was reported by physician to a company rep that a vns had a system diagnostic that resulted in high lead impedance (dc dc 7). At the time of the initial report, the pt's mother did not want the physician to look for the issue as she wanted to take the pt to a different clinic. At the moment, good faith attempts to obtain additional info regarding the product and pt from the company rep have been unsuccessful to date as the pt has not been seen in the initial reporter's office.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.